Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported during a biomed tech checkout , the cs300 intra-aortic balloon pump (iabp) had damaged iab fill port on crm. No patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 initial reporter name was shortened due to character limitations. The complete name is (B)(6).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) observed the failure and replaced the damaged luer fitting. The unit passed all functional and safety tests per factory specifications and was returned to the customer.